Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to chemicals (has had acrylate allergy before essure and was not tested) and nickel sensitivity (has had nickel allergy before essure). In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), vaginal haemorrhage ("vaginal bleeding disorder"), iron deficiency ("iron did not absorb"), pyrexia ("feverishness"), feeling abnormal ("brain fog") and swelling ("swelling"). The patient was treated with surgery (uterus and fallopian tubes were removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pain in extremity, vaginal haemorrhage, iron deficiency, pyrexia, feeling abnormal and swelling had resolved. The reporter provided no causality assessment for feeling abnormal, iron deficiency, pain in extremity, pelvic pain, pyrexia, swelling and vaginal haemorrhage with essure. The reporter commented: essure removal demanded by patient due to the different kind of symptoms. Uterus and fallopian tubes were removed and her symptoms ended after that. Diagnostic results: in 2014: gynecological examination for essure insertion: insertion was successful on unspecified date: gynecological examination for follow up after essure insertion: nothing abnormal was found the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-may-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2785 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 15-may-2017: quality-safety evaluation of ptc. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. Essure was removed by hysterectomy and bilateral salpingectomy approximately 2 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, the event started after insertion. Considering positive temporal relationship and absence of alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. The product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to chemical ("has had acrylate allergy before essure and was not tested") and nickel sensitivity ("has had nickel allergy before essure"). In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain"), vaginal haemorrhage ("vaginal bleeding disorder"), iron deficiency ("iron did not absorb"), pyrexia ("feverishness"), feeling abnormal ("brain fog") and swelling ("swelling"). The patient was treated with surgery (uterus and fallopian tubes were removed on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pain in extremity, vaginal haemorrhage, iron deficiency, pyrexia, feeling abnormal and swelling had resolved. The reporter provided no causality assessment for feeling abnormal, iron deficiency, pain in extremity, pelvic pain, pyrexia, swelling and vaginal haemorrhage with essure. The reporter commented: essure removal demanded by patient due to the different kind of symptoms. Uterus and fallopian tubes were removed and her symptoms ended after that. Diagnostic results: in 2014: gynecological examination for essure insertion: insertion was successful on unspecified date: gynecological examination for follow up after essure insertion: nothing abnormal was found. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain. Essure was removed by hysterectomy and bilateral salpingectomy approximately 2 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this case, the event started after insertion. Considering positive temporal relationship and absence of alternative explanation, causality with the suspect insert cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis has been sought.